Event description:
It was reported that prior to use the 5x60mm armada 35 balloon dilatation catheter (bdc) balloon was noted to be crimped [material deformation]. An attempt was made to straighten the balloon; however, the balloon cracked [broke]. Therefore, the bdc was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.